Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd connecta¿ multiflo¿ 3-way multiple infusion manifold leaked from the ports during use, when the "white bung" was removed following a saline flush. Built up pressure in the system caused "body fluids" to "spray" from the open connection once it was loosened. The following information was provided by the initial reporter: ¿¿users have experienced several occurrences of the connector leaking from ports which have white bungs attached during the flushing of the connector with saline. The bungs can seemingly arrive cross threaded and are difficult to remove and replace when cross-threading has occurred." Recent exposure to body fluids incident occurred when white bung was removed following flush with saline. Pressure build up within the connector system was sufficiently high enough to cause fluid to spray from open connection the moment the white bung was loosened. Connector had been flushed using approved practice.¿

Event description:
It was reported that the bd connecta¿ multiflo¿ 3-way multiple infusion manifold leaked from the ports during use, when the "white bung" was removed following a saline flush. Built up pressure in the system caused "body fluids" to "spray" from the open connection once it was loosened. The following information was provided by the initial reporter: "users have experienced several occurrences of the connector leaking from ports which have white bungs attached during the flushing of the connector with saline. The bungs can seemingly arrive cross threaded and are difficult to remove and replace when cross-threading has occurred." Recent exposure to body fluids incident occurred when white bung was removed following flush with saline. Pressure build up within the connector system was sufficiently high enough to cause fluid to spray from open connection the moment the white bung was loosened. Connector had been flushed using approved practice.¿

Manufacturer narrative:
Investigation summary: at this time a company representative is not authorized to retrieve the returned sample for this incident, due to covid-19 concerns. A thorough investigation utilizing other methodologies and available information will be completed to the best of our ability. However, as no physical sample, picture sample, or lot number was available for evaluation by our quality engineer team at this time, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Once the sample becomes available, our quality team will perform a new investigation. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.